Event description:
It was reported that customer was in "low reservoir" and was not able to clear even after battery change. Customer's blood glucose was 112 mg/dl. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to lcd keypad connector not plug in properly. No moisture damage on keypad traces noted. The insulin pump has minor scratched display window.